Manufacturer narrative:
The error occurs when these steps are performed in the following sequence for any exam type/any transducer which support biopsy guidelines: system is optimized using sieclear levels 1 or 2. The image is left/right (l/r) inverted. Turn on biopsy guidelines. Increase the sieclear level to any advanced sieclear level. Upon increasing to an advanced sieclear level, the image flips back to an right/left (r/l) orientation, but the on-screen biopsy guidelines and orientation marker do not. The result is that the on-screen indications (graphics) lead the user to believe that the patient's right and left and the transducer orientation are oriented the same. This is not the case and the actual patient's right and left are reversed from the on-screen indicators. In order to eliminate the possibility that this may occur, the following actions were recommended: avoid increasing the sieclear compounding levels to an advanced sieclear compounding setting after an l/r invert action with biopsy guidelines on-screen.

Event description:
An error was found, when changing the sieclear multi-view spatial compounding level to any advanced sieclear spatial compounding level, while displaying biopsy guidelines on-screen.